Event description:
It was reported that during a procedure using the saber 30 wand, the tip of the wand broke off inside of the surgical site. The broken piece was removed and the procedure was completed using a back-up saber 30 wand. The surgeon is confident that no debris was left inside the surgical site. There were no significant delays or pt complications reported as a result of this event.